Manufacturer narrative:
(B)(4). A field service representative (fsr) visit to the customer's site found a pinch silicon tubing (s2) that was worn out from normal use. The silicon tubing (s2) was replaced by the fsr, which resolved the issue seen by the customer. The instrument was performing within specifications. No further investigation was required. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, (B)(4), troubleshooting and diagnostics, (B)(4), provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. A review of complaints for the period (B)(6) 2008 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 1800, l/n 07h77-01, for low hgb results on patient samples. Based on the investigation, no product issue was identified for the cell-dyn 1800 for low hgb patient results. There is no systematic issue with the cell-dyn 1800 product line. This is the final report.

Event description:
The customer stated the cell-dyn 1800 analyzer has generated intermittent low hemoglobin results. A patient sample yielded an initial hemoglobin result of 7.4 g/dl and upon repeat, the value was 10.0 g/dl. No suspect results were reported, and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.